Manufacturer narrative:
During an evaluation at bench for another issue, it was observed the unit displayed a speaker malfunction and the right-side speaker wasn't making any audible sound. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the earlyvue vs30 indicating that a speaker malfunction and no sound coming from right side speaker. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
During an evaluation at bench for another issue, it was observed the unit displayed a speaker malfunction and the right-side speaker wasn't making any audible sound. After further evaluation it was determined that the device failed to calibrate and a speaker malfunction displayed due to a faulty main board. Based on the information available and the testing conducted, the cause of the reported problem was a faulty mainboard. The reported problem was confirmed. The mainboard was replaced and resolved the speaker issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.